Manufacturer narrative:
The pxslim045 catheter is kinked approximately 23.0 cm, 24.0 cm, and 47.0 cm from the hub. There is also a kink 5.0 cm from the distal tip. The device was returned for analysis and has been evaluated. The complaint indicates that the flexor shuttle guide sheath was twisted and the pxslim045 catheter was kinked. Evaluation of the returned pxslim microcatheter revealed that the catheter was kinked approximately 23.0 cm, 24.0 cm, and 47.0 cm from the hub. There was also a kink 5.0 cm from the distal tip of the catheter. It is likely that the twisted flexor shuttle guide sheath kinked the pxslim045 in tortuous anatomy. In addition, the complaint describes the catheter being advanced against resistance. The IFU for this device warns against advancing against resistance in order to avoid patient injury or product damage. The catheters are 100% visually inspected. There is no indication of a product malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00135.

Event description:
The patient was undergoing an embolization procedure in the right middle cerebral artery (mca) using a px slim delivery microcatheter and a penumbra coil 400. During the procedure, a septer xc, a prowlar select plus and a px slim delivery microcatheter were inserted from the right femur to the right mca via the right internal carotid artery (ica). They were advanced along a flexor shuttle guiding sheath 7fr. When approaching the px slim delivery microcatheter, the physician moved it to the target vessel against resistance. A penumbra coil 400 was inserted as the first coil, but was broken and then retrieved. The physician inserted another coil, however, pulled it back due to resistance. A fluoroscope showed that due to a tortuous anatomy from the femur to the abdominal aorta, the flexor shuttle guiding sheath was twisted and the px slim was kinked. The physician used another px slim delivery microcatheter to complete the procedure with no reported adverse effect on the patient. The patient's condition was favorable. Physician's comment: the kinked pxslim045 was probably caused by the twisted flexor shuttle guiding sheath led by the tortuous anatomy.